Event description:
It was reported that: two nursing assistants were transferring pt with a hoyer lift, when lift tipped. Pt and lift fell to the floor. Pt was taken to the local hosp where he was hospitalized and repair to hip was done. (Sale rep to visit facility to identify product, observe their operating technique and procedures.)